Event description:
It was reported that: pt is experiencing discomfort in hip area. Pt is also reporting pain in upper buttock area. Pt states that the pain radiates from the hip to the front of the knee. Pain first started in (B)(6). Pt states that she has had blood work and x-rays on (B)(6) 2012. Pt is scheduled to have MRI done.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.